Event description:
It was reported that the patient had been hospitalized at prince charles hospital in merthyr tydfil with hyperglycemia on (B)(6) 2024 (reported under mhra ref 2024/011/005/601/043 insulet ref (B)(4)). The patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 25 and 36 hours on the abdomen. Whilst at the hospital the patient was prescribed migraine medication (prescription name not provided) that reportedly the high blood glucose levels had caused. This report is for the prescribed migraine medication.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and migraines. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.